Event description:
Customer reported, unexpected negative reactions on galileo with capture-r ready-screen, lot k160. An anti-e was not identified in a patient sample.

Manufacturer narrative:
5 in-house donor samples and a known anti-e positive sample were tested with retention capture-r ready-screen 4, lot k160 on an in-house galileo. The in-house donor samples and known anti-e sample reacted as expected. The customer did not return sample for investigation testing. It is not possible to rule out sample as a cause of the event.